Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 2314912-2025-00049. All information can be found under manufacturer report number 2314912-2025-00049. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was separation between the patient connector and the tubing, this was described as the "transfer set was coming apart from where the tube connects to the plastic adaptor that connects to the titanium adaptor ". The patient pushed it back on and there was no leaking. The transfer set was changed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.